Event description:
It was reported that upon device interrogation, physician noted inappropriate hv therapy was delivered for svt. The device behaved as programmed. The device was reprogrammed and patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.